Event description:
It was reported the customer had ER visit last (B)(6) 2015 due to low blood glucose. Customer's blood glucose was 36 mg/dl. Customer had juice to treat low blood glucose. Customer was not in a vehicular accident. Troubleshooting was done. Customer stated the basal settings were entered twice so her doctor adjusted the settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.